Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). Product is not expected to be returned for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: (B)(6) 2020: 48 mg/dl (guide), 122 mg/dl (performa). (B)(6) 2020: 40 mg/dl (guide), 118 mg/dl (performa). (B)(6) 2020: 50 mg/dl (guide), 143 mg/dl (performa).